Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the electric loop broke off into the patient and was retrieved.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the 22 fr, 30 degree cutting loop electrode, .014 was received with missing loop which was not shipped with the unit.probable root cause could be user error or user mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the electric loop broke off into the patient and was retrieved.